Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 800mg/dl. It was stated that the customer was discharged within five hour of arrival. It was also mentioned that he infusion set was not working well for him. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.